Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump is not emitting audible or vibratory alarms. The reporter confirmed that the audio settings are correct. This report is being made based on the allegation that the vibratory and audible alarms are not working.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the pump was found to boot up with the appropriate auditory and vibratory alarms. During testing, the audio alarm and vibratory alarms were found to be operational. The pump cover was removed and the vibration motor was found to be misaligned.